Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient lost sensation in their legs. The patient was hospitalized and the issue then resolved on its own overnight. The patient was discharged and has recovered without sequelae.